Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-s1 to treat degenerative disc disease. It was reported that the left rod was not seated at s1 when the set screw was broken off. It was determined that s1 seemed stable and did not need instrumentation so the screws were removed from s1. Per the surgeon, he twisted the inserter during left rod insertion because the patient's muscle was stiff, and he did not confirm if the rod was seated correctly before breaking off setscrews. No patient complications were reported.